Event description:
Related manufacturer reference number: 2017865-2021-34917. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device is complete, but the patient had also presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have exhibited over-sensing of noise leading to high ventricular rate episodes. The rv lead and pacemaker were explanted and replaced on (B)(6) 2021. The patient was stable throughout.